Manufacturer narrative:
E1 - update to address of initial reporter from ibiza to 46 c. Del dr. (B)(6). Investigation into this complaint included a retain evaluation, customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation alinity m resp-4-plex (list 09n79-090) lot 384108 retain sample was tested by the complaint support team. Lot 384108 met all validity and acceptance criteria with no error codes and all testing replicates were interpreted correctly by the assay software. Customer data review: review of the customer data was performed. The runs which involved the discrepant results were valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 (including the components) did not identify any issues which related to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-090) lot# 384108 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 or its components. Additionally, the review evaluated records related to the list number 09n79 for similar issues; no additional records were identified to be related to the current investigation complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108. A product deficiency was not determined by this evaluation for the reported complaint. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
An elevated complaint investigation has been initiated. A follow-up will be submitted once investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As this event was reported to have occurred on multiple run dates, the following additional mdrs have been submitted with the following date of event (b3) and reagent lots: 3005248192-2023-00146 run date 01 march 2023 reagent lot 384108. 3005248192-2023-00147 run date 04 march 2023 reagent lot 384108. Run date (B)(6) 2023 reagent lot 384108.

Event description:
The customer reported false positive alinity m resp-4-plex results for three patients. The following was provided: sid :(B)(6) run date (B)(6) 2023 with reagent lot 384108, interpretation rsv positive (cn 38.25). Sid (B)(6) run date (B)(6) 2023 with reagent lot 384108, interpretation flua positive (cn 37.71). Sid (B)(6) run date (B)(6) 2023 with reagent lot 384108, interpretation flua positive (cn 38.88). These results could not be confirmed when an aliquot of the original samples were tested by another method (genexpert). The samples were requested to be retested by the physician due to patient history and late cns. The final result communicated to the patient was negative. There has been no report of impact to patient management.